Event description:
The patient reportedly experienced poor performance with fluctuating impedances. A decision was made to explant the patient's device. Surgery to explant the patient's device has been scheduled.